Manufacturer narrative:
The customer reported that the cns (central network station) freezes every 10-15 minutes. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed after 4 days of extended testing. Nihon kohden continues to investigate the reported event. Currently waiting for customer to approve repair costs. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central network station) freezes every 10-15 minutes.

Manufacturer narrative:
The customer reported that the cns (central network station) freezes every 10-15 minutes. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed after 4 days of extended testing. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.